Event description:
Device 2 of 2 (lamitrode b) see MFR #1627487-2010-02539. On (B)(6) 2010, the pt was implanted with an scs system. The lead migrated and the pt could only get stimulation in one half of the head and they needed it on both sides. Both leads were removed and replaced. The pt has had great stimulation post-op.

Manufacturer narrative:
Evaluation, results: unapproved use of the device. Lamitrode b has been cut in the paddle. Instrument markings on the lead segment approximately 15.5cm and 16cm away from the terminal end. Lamitrode b has discoloration on the paddle. Lamitrode b has discoloration on the electrodes at the terminal end. No other anomalies were found. Conclusion: complaint about "lead migration" cannot be confirmed through lab testing, however, the lead is functional. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.